Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: mz9270. Batch number#: unknown. It was reported that the bd microbore tri-fuse extension set, 3 IV.c had flow issues - fluid blockage. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Two 0.2-micron filters noted to be leaking from vent which mitigates infusion of particulate matter - not defective. Product#: mz9270.

Event description:
No additional information.

Manufacturer narrative:
The customer reported mz9270s were leaking from the vent, and returned two samples, lot unknown. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water from a 10 ml bd syringe, and the complaint of leakage from air vent was verified in 1 sample. The second sample was found to be occluded, and a second investigation was opened for the separate failure. The filter air vent leakage sample failure was communicated to the supplier of the filter, and they confirmed that the root cause is hydrophobicity of the membrane compromised by the drug/ solution entered in contact with the membrane. Essentially, the filter has trouble with infusing certain low surface tension fluids. A DHR review was performed the possible lot, 24039216, based on the laser ID (maxzero component) of the sample provided and no qns were found.